Manufacturer narrative:
According to informations contained on guarantee form, the destist donot have information abou the lot number. The investigation of thecomplaint was carried out considering the analysis of the informationgiven by the dentist in the guarantee form and visual conference of theproduct returned by the dentist.

Event description:
(B)(4)¿ the dentist reported that 5 months and 8 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 45n.cm of primary stability was achieved and the patient presented bone type I.